Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the initial heartmate 3 (hm3) implant procedure, the heartmate touch (hmt) displayed the message, "'please connect controller to the power module to continue." After the system controller was connected to the modular cable and then to the patient cable, the message on the hmt remained. The blue tooth adapter and hmt were reset, and the patient cable and modular cable were disconnected and reconnected. The hmt was swapped for another hmt. Nothing worked to connect to the system controller, and the issue was only resolved after substituting the system controller with a new system controller which enabled setup of the implanted hm3 to be completed. It was additionally reported that the system controller was identified as defective prior to implant, but after pump preparation. There were no adverse patient consequences as a result.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the heartmate 3 system controller and the heartmate system monitor/heartmate touch was confirmed during evaluation of the returned controller. Log files did not contain any relevant data as the issue was observed during the implant procedure. The returned controller, serial number (B)(6), was connected to a test power module and system monitor. The controller was intermittently unable to establish communication between the controller and the system monitor. The controller was opened and visually inspected at the component level. Damage to the white power cable the blue and orange internal wirings had exposed conductors in similar positions. The observed damage is consistent with the communication issue reported and observed. The power cables were replaced, and the controller was able to connect to a test power module without communication issues reproducing. A manufacturing task was opened to investigate the observed damage. Man is held as a potential cause on the damage on the orange and blue wiring; however, a specific root cause could not be conclusively determined. The initial bracketing is still applicable to the suspected issue and does not need to be revised. Additional information indicates no log files were obtained from the customer as the controller was never connected to the heatmate touch, the system controller issue was identified prior to pump implant, and there were no adverse consequences as a result of the reported event. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU heartmate 3 patient handbook, are currently available. Section 8 of the IFU, entitled ¿equipment storage and care¿, and section 6 of the patient handbook, entitled ¿caring for the equipment¿, addresses how to properly care for and maintain the equipment for proper use, including the system controller. The patient handbook caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.